Event description:
The patient stated that he has been receiving occlusion (e4) alarms when he boluses since last night. He stated he has changed his infusion set twice and he has also changed his adapter and insulin cartridge to try to clear the alarm. To troubleshoot, the patient was instructed to disconnect from his infusion site and he was able to bolus without error. The patient then reconnected to his infusion site and he was able to bolus without error. He stated he has had blood glucose since the previous night. He stated his blood glucose monitor registered "hi." He stated that this morning, his blood glucose measured 18 mmol/l (324 mg/dl). He stated that his normal blood gloucose is 4-12 mmol/l (72-216 mg/dl). Symptoms of high blood glucose were thirst, tiredness, and feeling warm. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.